Manufacturer narrative:
This follow-up report is being submitted to relay additional and information. No product was returned and no medical records were provided; the reported event could not be confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Concomitant medical product: persona stemmed tibia, catalog #: 42532007502, lot #: 63772860; all poly patella, catalog #: 00597206635, lot #: 63646502; fixed bearing articular surface, catalog #: 42522400710, lot #: 63682788. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. Investigation is in process. When the investigation is complete, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00214, 3007963827-2018-00215. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain, swelling, locking up and loosening. A revision procedure has been indicated; however, no revision procedure has been reported to date.